Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided a photo for evaluation. The photo shows a catheter inserted into a snaplock assembly. A device history record review was performed on the epidural catheter and snaplock assembly with no relevant findings. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Reported event: the catheter kinked inside the snaplock which caused an occlusion; treatment flow stopped. The snaplock and the catheter were replaced.

Event description:
Reported event: the catheter kinked inside the snaplock which caused an occlusion; treatment flow stopped. The snaplock and the catheter were replaced.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.